Event description:
The customer experienced tandem mobi cartridge and occlusion alarms, and faced difficulties accessing pump history due to blank data reports. There was no reported impact on the customer¿s blood glucose level. Technical support assisted by sending blank reports, updating past occlusion alarm dates, and addressing app crashes. Customer was informed that the pump was sent out and should arrive by the expected date. The case was ultimately closed after confirming shipment.